Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed. The device was reprogrammed and the issue was resolved.